Manufacturer narrative:
Bd received 5 unused insyte autoguard blood control 20 gauge units from lot 9193596 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer inspected the returned units under a microscope and observed no physical/mechanical damage. Next, an artificial vein was used to test for venipuncture. Each unit performed successfully. No issues were found during testing. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection and testing the engineer was unable to determine a definitive root cause.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found damaged during use. The following has been provided by the initial reporter: it was reported the catheter would not separate from the needle and the catheter broke. Per emails: I had an incident tonight when placing an IV, the catheter wouldn't separate from the needle. I removed the catheter and the needle and there was a break in the catheter itself. One of the CT techs said something similar happened to her this week as well injuries or adverse event: no. Item: 382533. Quantity affected: 1 bx.. Lot number: 9193596.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found damaged during use. The following has been provided by the initial reporter: it was reported the catheter would not separate from the needle and the catheter broke. Per emails: I had an incident tonight when placing an IV, the catheter wouldn't separate from the needle. I removed the catheter and the needle and there was a break in the catheter itself. One of the CT techs said something similar happened to her this week as well injuries or adverse event: no. Item: 382533 . Quantity affected: 1 bx. Lot number: 9193596.